Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration was 2299ml giving a drain volume was 4099ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
The pulse generator was received in backup vvi mode. Product code was downloaded and normal function ensued. The backup vvi condition could not be reproduced despite extensive testing. The reason for the backup vvi could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted.